Manufacturer narrative:
Additional information received on april 19, 2021 indicated that the right suspect device is cat#:3505504bc, and lot#: 5756598, and left suspect device is cat#:3505504bc, and lot#: 5756598. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report belongs to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that patient will be replaced with mentor gel. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient scheduled for explantation on (B)(6) 2021. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6) 2021 device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 550cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with unknown silicone prosthesis experienced right sided pain and bilateral ruptures post procedure. Patient visited doctor for pain, and he recommended MRI scan, and patient had MRI examinations on (B)(6) 2020, which confirmed rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report belongs to left prosthesis.